Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited episodes of inappropriate automatic mode switch and a non sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were discussed, no changes or intervention was performed; the patient would continue to be monitored. Patient condition was stable.